Manufacturer narrative:
If implanted, give date: unknown, information not provided. If explanted, give date: unknown, information not provided. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson and johnson vision has been submitted.

Event description:
It was reported that tecnis monofocal intraocular lens (model za9003 +14.0 diopter) had defective haptic. There was patient contact. No further information provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 11/20/2018. Device returned to manufacturer: yes. Device evaluation: the returned za9003 lens was received in the original box, inside the lens case. The lens was observed under microscope 10x magnification: viscoelastic residues and marks were observed in the optic zone. Part of the optic zone was observed broken and missing. One of the haptic was observed distorted. The complaint was verified; however, the condition of returned sample could be related to handling or loading process. No product quality deficiency was identified. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no other complaint has been received for this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.